Event description:
Ventilator alarmed with an air source fault during use. The ventilator log also indicated there was a gas supplies lost safety valve open alarm which indicates the oxygen source is either disconnected or not detected by the oxygen pressure switch. The loss of both air and oxygen gas supplies will affect the function of the ventilator. The customer reported the ventilator was in use on a pt and there was no pt harm. The customer performed an extended self test (est) after the pt was removed from the ventilator and est failed. The respironics service technician duplicated the est failure because the blower was not operating properly. The service technician replaced the blower controller pcb to correct the problem. Performance verification testing was performed, and all tests passed per operating specifications.